Event description:
The facility reports the nurse was putting the pt's pants on when the pt let go of the handles. The pt fell back into the arms and lap of the nurse. The pt suffered a fractured humerus on the lift arm.